Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose readings of 420 mg/dl. The blood glucose readings were treated with a syringe. It was also stated that the customer realized they misplaced their serter after they had removed the site. The serter will be replaced.